Event description:
I received omnipod lot number 40502. After inserting the pod my blood glucose levels rose to the 250 range. After manual injection and changing the pod 3 times in one day I became severely dehydrated and had a large amount of urine ketones resulting in an overnight stay at the hosp to obtain magnesium replacement IV and IV fluids to correct the dehydration. Reported this to insulet corporation and they as usual did nothing about the problem.